Event description:
It was reported that during an excision parathyroid adenoma and thyroid nodule the jaws of the device melted during use. Small whit particles of plastic fell into the surgical wound. Another device of the same type was used to complete the procedure. There was no pt injury. It was later reported that the particles were removed through irrigation of the wound. The surgery was successfully completed, and there was no reported harm to the pt.

Manufacturer narrative:
Final device eval found that the device was returned with the blade showing some blue and black scorch marks and a trench melted into the tissue pad. There were a small number of white flakes from the tissue pad that were stuck to the blade. When connected to generators, the device passed all electrical testing. The device history record was reviewed and no discrepancies were noted.